Event description:
Device malfunction: none. Symptoms/ae: intracranial hemorrhage, stroke, death. Time of symptoms/ae: post procedure. It was reported that in 2006, one day before the procedure, at the physician's office, the pt was experiencing stroke symptoms of weakness in the left upper and left lower extremities and facial droop. An angiogram was performed the next day, which revealed 99% rica stenosis. The pt underwent pta stenting at that time and was noted to have mild ica spasm during the procedure, but no distal embolization. The pt's neurological symptoms worsened two hours and 55 minutes post procedure. The neurological follow-up states the nihss increased from a total score of (5) pre-procedure, to a total score of (23) post-procedure, with the physician's impression of reperfusion ich. The pt was intubated for airway protection. The following day, at 0900 hrs, the pt was unresponsive and was placed on a comfort care protocol; however, the pt developed ventricular tachycardia and went asystole. The pt was pronounced dead the same day, at 1323 hours. No additional info is available. Study event.